Event description:
It was observed that during the device evaluation, the subject device exhibited a loss of water tightness. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, it is likely that the water tightness was lost due to a damaged cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.